Manufacturer narrative:
Reference MFR. Report # 2937094-2013-00455. The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap is detached and not returned. The fiber is broken at the distal tip. About 0.4 inches length of the fiber appeared black. About 0.3 inches of the heat shrink tube and the fiber jacket have melted. Based on the analysis findings the fiber/cap conditions would result in forward firing. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber aiming beam was not visible at 19,518 joules of use. The case was completed using a second fiber. There was no injury reported.